Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was confirmed to have recovered from the phrenic nerve palsy (pnp) prior to discharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), right sided phrenic nerve palsy (pnp) was observed. A double stop was performed and the right sided phrenic nerve motion was confirmed to be weaker than the left. The case was able to be completed with cryo. It was noted that the patient's condition had not improved upon leaving the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.